Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right total hip arthroplasty and during the initial procedure, intraoperative fracture of the greater trochanter occurred. Right periprosthetic displaced fracture nonunion of the greater trochanter around a well-fixed total hip arthroplasty. There is a history of nondisplaced greater trochanteric fracture had been treated nonoperatively, but continued to have significant pain and progressive superior migration. Elected to have revision to fix the trochanteric fracture. Chronic periprosthetic fracture nonunion of right greater trochanter, painful right total hip arthroplasty with abductor insufficiency 2nd to superior migration of greater trochanter. Greater trochanteric fracture extended distal and lateral, significant amount of lateral uncoverage of the femoral stem, noted little ingrowth of stem. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03697.

Event description:
It was reported that patient underwent a right hip revision approximately 3.5 years post implantation due to patient developing nonunion & migration of the fracture site. Corrosion was noted on the neck. The stem, neck, liner, and head were removed and replaced. No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00784802400 ¿ modular neck ¿ 62622603, 00625006525 ¿ bone screw ¿ 62869681, 00885101036 ¿ neurtral liner ¿ 62679968, 00875705201 ¿ shell ¿ 62831028, 00877503602 ¿ ceramic head ¿ 2769954. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.